Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the entire system replaced and she had not gotten any therapeutic effect. The patient stated that she had been peeing constantly. It was noted that the patient's device worked excellent and she event got symptom control with her crohn's disease. The patient mentioned that her right outer lip of her vagina felt like she was being tased. The patient reported that she had to turn stimulation off to get out of bed because it hurt to move her right leg and back on again to get back into bed. The patient stated that she couldn't sit for more than a few minutes and she was tired. The patient also noted that she hasn't slept or eaten since the surgery. Troubleshooting attempts were made and the patient programmer showed stimulation was on. The patient was on p1 and switched to p2 which was still very uncomfortable. The patient mentioned that p3 seemed to be more comfortable and was more towards the back. It was confirmed that the patient felt stimulation and she thought she may be able to handle 1.0 v. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated. Additional information was received. Patient called back repeating she was still having a hard time with it on the right side of her vagina. She could not wear underwear or bathing suit because it puts pressure on it. It was very uncomfortable because it put pressure on it she could not drive for very long and could not sit for very long. When she went to the bathroom it felt like weight pulling on the right side. Patient said her previous ins was at 3.5 v and this one she could barely stand at 1.5 v. She repeated she was still urinating 20 times a day but not peeing much at all, a couple of drops, she had not gotten a urine strain yet. Patient went to hcp on (B)(6) and he made a bunch of adjustments. Patient does not know what the hcp changed. Patient was advised by the hcp to contact the manufacturer for any questions. Patient called to ask for help with adjustments so that it stopped pulling on her vagina and because she was going to the bathroom almost the same amount of times. She was on p3 now. It was reviewed with the patient that the hcp needs to tell her what settings to go to. It was suggested to the patient to turn ins down to eliminate uncomfortable sensation and reviewed it might not help with symptoms. Reviewed how programs work. On the call patient used the pp and went to p4. She tried going higher, pp showed it was off. Patient turned it on and increased to 1.4 v. Patient also mentioned one of the programs indicate the voltage is 1.30 v. It was reviewed it meant 1.30 v in european style. Patient reported actually being able to see this ins. Patient reported being able to see the corners of it through workout clothes and bathing suit. Patient said she was wearing a bathing suit on saturday at her son¿s birthday party and patient¿s son¿s friends asked him what the patient had sticking out of her butt. Patient said when she told the hcp about it he said it is just swollen, it is just inflammation, it will go down. Patient stated she had been icing it for over a week and it had not calmed down any. Patient asked if the ins was supposed to be sticking out. Patient was redirected to the hcp and was told that the healing time is 6-8 weeks. Patient also mentioned she was a muscular person. Patient asked if you do not have a lot of back body fat will hcp implant the ins deeper. The info was reviewed from the implant manual. Patient was again redirected to hcp. On 2018-aug-03 called and repeated information about implant sticking out and not getting therapeutic relief.